Manufacturer narrative:
The sections have been updated accordingly. One outback elite 120cm re-entry broke and the other outback elite 120cm re-entry had a piece detach. No patient injury was reported and it is unknown if the products will be returned. According to the physician the device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The cannula actuated smoothly. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. There was no difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The type, brand, and diameter of the guide wire being used was a non-cordis wire 0.014¿ during the incidence of the detached piece, and a 0.018¿ non-cordis wire when the outback broke/kinked. Please note that although the physician uses a 0.018¿ wire to advance the outback, he changes to a 0.014¿¿ when he will deploy needle. He would never advance a 0.018¿¿ wire to go through the cannula of the outback. There was no difficulty advancing the outback over the guidewire. The proper orientation was confirmed under fluoro prior to actuation of the cannula. There was difficulty advancing the outback to the lesion in both instances, he had to push very hard to cross the bifurcation. The physician had a very hard time to cross over. The user encountered resistance when torqueing the device. The outback catheter was found to be broken when the physician had catheter advanced in the superficial femoral artery (sfa), and saw on the image that it was kinked/ broken. The device was bent, so he had to be careful how he was torqueing the device. He did not have resistance torqueing the device at the lesion, only over bifurcation. He has to use extreme force to cross bifurcation. The tip was not stuck in the lesion while torqueing. It was not 1:1 torque since the outback was damaged. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. The outback catheter detached when physician was retracting the device. Before the piece detached from the outback, the physician was able to deploy the needle and regain intraluminal access. He then lost this access when he tried to retract the outback over the bifurcation. For the second device (broken/kinked) he did not attempt to deploy the needle. The physician was able to re-enter the vessel with the guidewire only with the outback that detached. There was difficulty removing the outback from the patient. Abnormal force was required to retract the first outback, but physician changed his strategy by retracting the sheath at the same time. The cannula was retracted prior to catheter withdrawal. It is unknown which as the lot number that broke and which was the one that detached. For the outback that kinked/ broke there was no adverse event. For the outback that detached, the physician had a very hard time retracting the device. He had to finally retract using a snare device. The physician retracted the broken piece, and then changed his sheath. He then used a third outback which worked. The patient is stable. The products were returned for analysis. Two non-sterile outback elite 120cm re-entry catheters along with an unknown snare catheter were returned. (B)(4) per visual analysis the cannula was received fully retracted. A fracture/ kink was noted at 2.5 cm from distal tip end. Per microscopic analysis the liner revealed marks of welding. Per dimensional analysis the catheter measured 121 cm length. The length of the catheter was within specification. No other anomalies were noted in the device. Per functional analysis the cannula could not be retracted and advanced via distal movement of the deployment slider due to the fractured and kinked damage condition observed on the unit. A product history record (phr) review of lot 17609882 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4) per visual analysis the device was received fractured /separated at 2.5 cm from the distal end; the inner core wire was observed unraveled / stretched. The separated tip of the catheter was received inside a separate small plastic bag. No other anomalies were observed. Functional analysis could not be performed due to the outer member separated condition of the unit. Per microscopic analysis the separated sections of the unit revealed elongations and frayed edges. These characteristics are clear evidence of an application of a tension force that induced the separation. No anomalies issues were noted. A product history record (phr) review of lot 17648907 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft)-cto catheter cracked¿, ¿catheter (body/shaft)-cto catheter damaged¿ and ¿catheter (body/shaft)-cto catheter-fractured-separated¿ was confirmed through analysis of the returned devices. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (a difficult bifurcation) and procedural factors may have contributed to the burst as evidenced by elongations and frayed edges noted on the separated sections indicative of excessive force during analysis. According to the safety information in the instructions for use ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one outback elite 120cm re-entry broke and the other outback elite 120cm re-entry had a piece detach. No patient injury was reported and it is unknown if the products will be returned.

Manufacturer narrative:
The sections have been updated accordingly: additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17648907 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, one outback elite 120cm re-entry broke and the other outback elite 120cm re-entry had a piece detach. No patient injury was reported and it is unknown if the products will be returned. According to the physician the device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The ports were not flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. Cannula actuation action was verified outside of the patient. The cannula actuated smoothly. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was not coiled at any point prior to insertion. There was no difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. The type, brand, and diameter of the guide wire being used was a non-cordis wire 0.014¿ during the incidence of the detached piece, and a 0.018¿ non-cordis wire when the outback broke/kinked. Please note that although the physician uses a 0.018¿ wire to advance the outback, he changes to a 0.014¿¿ when he will deploy needle. He would never advance a 0.018¿¿ wire to go through the cannula of the outback. There was no difficulty advancing the outback over the guidewire. The proper orientation was confirmed under fluoro prior to actuation of the cannula. There was difficulty advancing the outback to the lesion in both instances, he had to push very hard to cross the bifurcation. The physician had a very hard time to cross over. The user encountered resistance when torquing the device. The outback catheter was found to be broken when the physician had catheter advanced in the superficial femoral artery (sfa), and saw on the image that it was kinked/ broken. The device was bent, so he had to be careful how he was torquing the device. He did not have resistance torqueing the device at the lesion, only over bifurcation. He has to use extreme force to cross bifurcation. The tip was not stuck in the lesion while torqueing. It was not 1:1 torque since the outback was damaged. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. The outback catheter detached when physician was retracting the device. Before the price detached from the outback, the physician was able to deploy the needle and regain intraluminal access. He then lost this access when he tried to retract the outback over the bifurcation. For the second device (broken/kinked) he did not attempt to deploy the needle. The physician was able to re-enter the vessel with the guidewire only with the outback that detached. There was difficulty removing the outback from the patient. Abnormal force was required to retract the first outback, but physician changed his strategy by retracting the sheath at the same time. The cannula was retracted prior to catheter withdrawal. It is unknown which as the lot number that broke and which was the one that detached. For the outback that kinked/ broke there was no adverse event. For the outback that detached, the physician had a very hard time retracting the device. He had to finally retract using a snare device. The physician retracted the broken piece, and then changed his sheath. He then used a third outback which worked. The patient is stable.